Manufacturer narrative:
Event date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been getting shocked whenever they used their programmer over the past couple weeks. They felt shocking down their right arm. The patient had bilateral stimulation down their arms with the right arm being the primary target of therapy and the patient was using higher voltage on that side. The patient's impedances were all less than 1,000 ohms and in the 700's. They did not receive any shocking when the clinician programmer was being used. The patient used settings at 2.5 to 4 volts and weren't really sensitive to their stimulation. Shocking occurred today when using the programmer but the representative hadn't even pressed a button on the programmer when the patient felt a shock. The patient also felt a shock when the communication button were being pressed on the programmer. There wasn't any pressure that was being applied with the use of the programmer. When using their antenna they tucked it down into their pants and they were leaning back and not using the antenna at all. The patient used stimulation 24/7 so it wasn't known if the issue existed with stimulation being off. The representative noted that static wasn't an issue. The patient tried using the programmer without their antenna and they didn't feel any shocking. The representative was going to give the patient a new antenna and see how they did with the new antenna. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they replaced the patient¿s antenna. They directed the patient to call patient services for a replacement programmer if the replacement antenna didn¿t resole the shocking issue. The rep stated that it is unknown if the issue has been resolved. No further complications were reported or anticipated.